Event description:
It was reported that a patient underwent an abdominal aortic aneurysm repair procedure on (B)(6) 2022 and suture was used. The suture broke during the procedure. The case was completed and there were no adverse consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: did the event occurred during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Product code is 8976h. Lot # is qkbdmr. It was one procedure not multiple. Case completed with no patient consequences. Date was 8/16/2022. Case was aaa. A different box of suture was used. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-07154.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.